Event description:
The following has been reported: nurse reported: "pump alarm stating "occlusion" when trying to back prime. Once new tubing set was obtained and used on the same pump there were no issues. What drug was used for the infusion? Normal saline priming. Removed all tubing and started over again. Patient harm: no. 04/15/2026: nurse reported: the nurses made a few attempts to resolve but no matter what happened it said "occlusion" and then did not allow them to back prime so that we could spike the blood, they then searched for another kit. A preliminary review identified the following issue: tubing set error (clogged admin set). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.